Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer stated they checked settings and were correct. Customer stated that insulin pump did not give correct amount of insulin and they having high blood glucose. Customer's blood glucose level at the time of call was 170 mg/dl. Customer was assisted with troubleshooting. Customer declined to perform tests and checking insulin pump setting. Customer stated that transmitter was not working. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis. The insulin pump will return for the analysis.